Event description:
Twenty-seven years ago, I had nasal cancer. I had radiation to my jaw on the side of my face. Now my jaw is locked and I can only open it a half of inch; (B)(6) hospital. FDA safety report ID# (B)(4).